Event description:
A caller reported a malfunction on their pump. There was no adverse impact to the customer¿s blood glucose level. Customer service provided pump reset information and helped the caller reset the pump. After the reset, the malfunction code did not recur, and the customer was able to continue using the pump.